Event description:
It was reported from an online obituary identified that the patient had passed away. The patient reportedly died at a health care facility after an extended illness. Communication with the patient¿s funeral home showed that they did not remove the patient¿s vns at the time of preparations for interment. The device history records for the patient¿s implanted vns generator and lead were reviewed by the manufacturer. All quality tests passed prior to distribution. No additional pertinent information has been received to date.